Manufacturer narrative:
Hamilton medical ag ref.: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. At the time of reporting, the batch/lot number were not provided. Hence, the production date and expiration date are not available, complete UDI information could not be provided. All available device identification information has been included in this report. Should additional information become available, it will be provided in a follow-up submission.

Event description:
It was reported to hamilton medical ag that: during an intervention by the smur (mobil desaturation to 50% oxygen saturation with increased etco2 and absence of respiratory movement. Technical details: vac+ mode rate 12/min volume 560ml 50% fio2. E emergency and resuscitation service), whilst ventilating an intubated and paralysed patient using a hamilton-t1 ventilator and a ref 260128 respiratory circuit kit (lot unknown) in vac+ mode, the low volume alarm sounded. By the time the smur team had completed the dope checks (quick checklist), the patient was experiencing severe. Following investigations at the biomedical workshop, the hamilton-t1 ventilator was found to be functional and is therefore not at fault. The breathing circuit was retained. The patient presented with severe desaturation and an absence of respiratory movement. Rapid transition to manual bag ventilation was required.